Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Related manufacturer reference number: 2017865-2019-14700, 2017865-2019-14701.

Manufacturer narrative:
Analysis was normal. No anomalies were found.